Manufacturer narrative:
(B)(4). D10: cat# 010000661, lot# 7625684, g7 pps ltd acet shell 48c. E1: phone: (B)(6). G2: foreign (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the surgeon had difficulty driving the screw into the acetabular cup hole. Switching to automated, battery powered impaction to strike the screwdriver caused the screw to go past the cup¿s screw hole. There are no plans to remove the screws there was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single coned ap radiograph of the hip acetabulum shows presence of an acetabular cup screw that has entirely penetrated the acetabular cup screw hole and is positioned superior and separate from the acetabular cup. This finding is consistent with acetabular cup screw hole deformity or breakage. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.